Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, three light sockets were not working on the battery module of the perfusion system. Two sockets were missing light bulbs and one socket had a burnt out light bulb. There was no patient involvement.